Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When the pump is evaluated the results will be available in a supplemental report. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 08/30/2011 device evaluation: the pump has been returned and evaluated by product analysis on 08/02/2011 with the following findings: investigators were unable to adequately complete testing, as the pump would not power on. Moisture was observed in the display lens. A display lens leak was observed during leak testing. The pump history was unavailable for review due to moisture inside the pump.

Event description:
The patient reported that the pump did not have power after inserting a battery. She said she went swimming the day prior to calling animas and needed to change the battery. The pump was frozen on a screen after inserting a battery and after a few hours the patient tried to insert another battery and the new battery did not power on the pump. There was no reported patient impact associated with this complaint.